Manufacturer narrative:
The root cause can not be identified. The site investigated this complaint by reviewing the device history records and manufacturing controls. The review of the device history records, batch thermal records, and production controls met the product release criteria. Consumer reports " it gave her burn blisters on her skin". The cause of the consumer stating she received blisters on her skin is inconclusive since review of records does not provide evidence to support defective product. The product effect may vary with each individual. Care should be taken when using the device, following all safety and use information as provided with the wrap to avoid the risks of blisters or other skin irritations. This is an adverse event for a blister; risk calculation cannot be determined as there is no reasonable suggestion of a device malfunction.

Event description:
On 17-feb-2022, a spontaneous report from the united states was received from a consumer via telephone regarding a female consumer (age not provided) who was using thermacare neck/shoulder/wrist 8hr heat wraps. Medical history and use of concomitant products were unknown. On an unspecified date, the consumer topically applied a thermacare neck/shoulder/wrist 8hr heat wrap (expiration date: 31-may-2024; lot number: ga0032). The location and duration of application were not provided. On an unspecified date, after topically applying a thermacare neck/shoulder/wrist 8hr heat wrap the consumer noted it gave her burn blisters on her skin. For treatment she had been putting ointment (unspecified) on the blisters until they healed up. No additional information was provided as the consumer refused further participation.